Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted left hemicolectomy procedure, the vse instrument had sealing issues. After completion of the surgical procedure, a post-operative bleed was identified. The patient underwent a subsequent open surgical procedure to control the bleed. However, the root causes of the patient¿s post-operative complication and the alleged insufficient sealing issue of the vse instrument are unknown.

Event description:
It was initially reported that during a da vinci-assisted left hemicolectomy procedure, the vessel sealer extend (vse) instrument was not working normally according to the initial reporter, a robotics coordinator. The surgeon was reportedly not happy with the sealing of instrument. On an unspecified date post-operatively, the patient was brought back to the or due to an unspecified complication. On 08/07/2019, intuitive surgical, inc. (Isi) contacted isi clinical sales manager (csm) and the following additional information regarding the reported event was obtained: the csm was not present during the surgical procedure. He did not know if the surgical procedure was recorded on video. The csm spoke directly to the surgeon regarding the case. According to the csm, the surgeon informed him that everything went great during the da vinci-assisted surgical procedure. The surgeon also indicated that everything was "clean" and was "sealed." The csm stated that the surgeon informed him that the vse instrument worked fine during the surgical procedure which contradicts what the initial reporter had initially reported. There were no intra-operative complications and the surgical procedure was completed robotically. On an unspecified date post-operatively, the patient had to return to the or due to a post-operative bleed identified on the superior mesenteric artery (sma). The patient underwent open surgery to control the bleeding. The csm did not know the estimated blood loss or what specific medical intervention was administered to address the bleeding during the open surgical procedure. Per the csm, the surgeon did not know the cause of the post-operative bleeding. The surgeon believed that he had adequately skeletonized the vessel. He did not know if the vessel was possibly calcified. No further post-operative complications have been reported. The vse instrument was discarded by the site.